Event description:
It was reported that during the implant procedure, it was difficult to insert the lead entirely into the device. After five unsuccessful attempts to obtain a correct lead impedance measurement, sterile silicon oil was used and a correct lead impedance was then measured. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.